Event description:
Customer stated, "was sitting on the couch with the pad behind her. She saw smoke and unplugged the unit right away." The product was returned for investigation. The customer did not suffer any injury or seek medical attention. An investigation was done to look into the customers complaint. The investigator determined the customer was misusing by wrapping the cord around the pad after use, causing stress on the area of the cord near the butterfly, which caused the cord to twist and then break. This was the source of the smoke the customer described. IFU states "loop cord loosely when storing. Tight wrapping may damage cord and internal parts." The customer was also laying on the pad during use and try folding the pad. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".